Event description:
It was reported that the patient complained of dizziness for two weeks after the implantable pulse generator (ipg) mode was changed. The ipg mode was updated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4592 implantable pacing lead 2010 (B)(6); (B)(4) implantable pulse generator (ipg) 2010 (B)(6). (B)(4).